Event description:
The customer contacted heartsine to report that their device does not provide any voice prompts when the green button is pressed. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Heartsine determined that the cause of the reported issue was due to a failed speaker. The device was scrapped by heartsine and the customer received a replacement device.

Manufacturer narrative:
The serial number listed on the initial medwatch report was incorrect. D4 serial number field has been updated with the correct serial number.

Event description:
The customer contacted heartsine to report that their device does not provide any voice prompts when the green button is pressed. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device does not provide any voice prompts when the green button is pressed. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no report of patient use associated with the reported event.